Event description:
Same case as: 2134265-2010-04412, 2134265-2010-04382. It was reported that during a rotational atherectomy procedure, a burr became stuck in the lesion. The lesion was located in the left anterior descending artery. Access was gained from the right femoral artery, and the rotawire floppy guide wire was advanced. The physician completed one ablation run with the 1.25mm rotalink plus burr, and the burr went completely through the lesion. The physician then exchanged the burr for the 1.5mm, connecting and testing the system. The physician advanced the 1.5mm burr, however after about 7 seconds the burr decelerated and stalled in the lesion. The physician attempted to remove the burr using the dynaglide mode and manual removal without success. The physician also advanced 2 non bsc guide wires and advanced a 2.0 x 12mm apex balloon, inflating it to 6 atms in an attempt to loosen and remove the burr without success. The physician attempted to gain access from the left groin, advancing another non bsc guide wire and another 2.0 x 12mm apex balloon past the burr, however they were still unsuccessful in removing the burr. The physician then inflated a 2.5 x 12mm apex balloon distal to the burr in an attempt to use it to pull back the burr, however the burr would not dislodge. The patient was taken to surgery, and the burr was removed with "much difficulty". The patient was taken to the cvicu, and subsequently died.

Manufacturer narrative:
Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was further reported that the greater than 25mm long lesion was approximately 90% stenosed, and the mildly tortuous vessel was moderately calcified. The 1.25mm burr was run at 160,000 rpms for approximately 20-25 seconds. The 1.5mm burr was also run at 160,000 rpms until it decelerated and stalled. Continuous saline flush had been maintained throughout the procedure. The burr was removed during surgery, and bypass was performed. The patient died several hours following surgery.

Manufacturer narrative:
(B)(4)